Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow up, it was noted that the device was on a backup mode. The device was re-programmed to resolve the issue. The patient was stable with no adverse consequences.